Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen current dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. It was reported that when the patient got a recent refill, the patient started to hurt when it was put in, which was the first time ever per the reporter. The reporter also stated that a band-aid was full of blood. In the middle of the night, the patient began having chest spasms, was completely spastic, became locked up and their blood pressure shot up. The patient was taken to the hospital, but the patient¿s managing healthcare provider was not called to assess. Per the reporter the patient was left in that condition 5 days and was getting worse and worse. They were concerned the pump was not working. The patient was itching all over their body, locked up and if the patient was touched he spasms and was not able to take care of himself. The patient was given two boluses that did not work. They went in on (B)(6) 2017 and the last bolus was on (B)(6) 2017. The drug had been increased 20%. The reporter did not know specifics of what that meant but stated that the drug had not been removed before it was added, except for the refill on (B)(6) 2017. The reporter requested physician listings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had been admitted. No further complications were reported.